Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 08/26/2016 reportedly stating that lv lead has high out of range pacing impedance measurements greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).